Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will perform a clinical review of the reported event to determine whether or not the device use did not contribute to the patient outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device advised patient had a shockable rhythm, but the unit did not show a shockable rhythm. The patient associated with the reported event went into asystole did not survive.

Manufacturer narrative:
After further discussion with their stryker account manager, the customer concluded that the patient rhythm (apparent vf/vt) they noted during the event was due to artifact from chest compressions, and not the underlying patient rhythm. It was determined that the device was not in AED or manual mode during the reported event. The customer was instructed on how to use AED and manual mode. The root cause of the reported issue was traced to the incorrect device mode. The device remains in service at the customer and was not returned for evaluation. Stryker completed a clinical review of the event and determined that device use did not contribute to patient outcome.

Event description:
The customer contacted stryker to report that their device advised patient had a shockable rhythm, but the unit did not show a shockable rhythm. The patient associated with the reported event went into asystole did not survive.